Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of t-flex aspheric iol. The event description provided states that the haptic broke during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayner sales specialist received notification of this event from a healthcare professional (reporter and healthcare facility information not provided to rayner). In communication with the sales specialist the healthcare professional stated that the lens had been explanted from the eye. There is no report of any adverse effect to the patient as a result of the event. The event description provided to rayner states that haptic breakage occurred during implantation. This may indicate that the lens was incorrectly loaded by the user; however, this is not possible to confirm at this time. Rayner is liaising with its sales specialist in order to obtain additional information on the events leading to haptic breakage. The res... The t-flex aspheric iol was returned to rayner on (B)(4) 2015. The results of the device inspection performed will be provided in a follow-up report.